Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received erroneous low results for two patient samples tested for human chorionic gonadotropin, stat (short turn around time) - hcg stat on an e411 analyzer. The primary tube of the first sample initially resulted as 0.512 miu/ml and this value was reported outside of the laboratory. The doctor questioned the result. An aliquot of the sample was repeated, resulting as 582.9 miu/ml accompanied by a data flag. The primary tube of the second sample initially resulted as 0.718 miu/ml on (B)(6) 2016 and this value was reported outside of the laboratory. The doctor questioned the result. The primary tube sample was repeated on (B)(6) 2016, resulting as 1145 miu/ml accompanied by a data flag. The primary tube sample was repeated a second time on (B)(6) 2016, resulting as 1137 miu/ml accompanied by a data flag. The sample was repeated a third time on (B)(6) 2016, resulting as 1126 miu/ml accompanied by a data flag. The patients were not adversely affected. The hcg stat reagent lot number was 186061, with an expiration date of 09/30/2016. The field service representative placed tube adapters into the analyzer racks. He ran performance testing. It was noted that the issue has not occurred again and that controls are recovering fine.

Manufacturer narrative:
A specific root cause could not be determined based on the provided information.